Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hiv duo on a cobas e 801 analytical unit. The sample resulted in hiv duo values of 1.08 coi (reactive, antigen positive) and 1.12 coi (reactive, antigen positive) when tested on the customer's e 801 analyzer. The sample was repeated using the yhlo competitor method, resulting in a value of 0.24 coi (negative). The sample was tested at a second hospital with the hiv duo assay on an unknown instrument on (B)(6) 2025, resulting in a value of 1.54 coi (reactive, antigen positive). A second sample collected from the patient resulted in an hiv duo value of 0.94 coi (antigen positive). This sample was tested at a second hospital with the hiv duo assay on an unknown instrument on (B)(6) 2025, resulting in a value of 1.19 coi (reactive, antigen positive). Rna testing performed on the sample on (B)(6) 2025 was negative. A third sample from the patient was tested at the second hospital with the hiv duo assay on an unknown instrument and the result was 0.17 coi (non-reactive).

Manufacturer narrative:
The serial number of the customer's e 801 analyzer is (B)(6). Quality controls recovered within specified ranges. The elecsys hiv duo assay performs within specification. The cause of the event could not be determined. A sample handling issue could not be excluded. All initially reactive samples should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. Medwatch field e1 initial reporter email address - the email address was provided as (B)(6).